Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil, the delivery wire, and the introducer sheath was returned. Blood was noticed inside the introducer sheath, and the twist lock was opened. The main coil was stretched, and the interlocking arm was detached. The main coil returned separated from the delivery wire; for this reason, functional testing could not be performed.

Event description:
Reportable based on device analysis completed on 20jan2023. It was reported that the coil became stuck. An 8mmx40cm interlock-35 was selected for use. During the procedure of transcatheter hepatic artery embolization for hemostasis, after reaching the hepatic artery through catheter, an interlock was used for embolization. A total of 3 coils were used, however when the 2nd 8mmx40cm coil was delivered with an angiographic catheter, it got stuck in the catheter and could not be pushed out after several times. The procedure was completed with a different device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the interlocking arm got detached.